Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, additional information received on 04/16/2021. Recurrent mild pelvic organ prolapse associated with mixed symptoms of incontinence and some outlet obstruction in the setting of prior surgery. Dyspareunia is also noted as well as a band extending to the right lateral vaginal sidewall. This area is noted to be tender. Stage I anterior vaginal wall prolapse with considerable rotational descent of her urethra and bladder neck beyond the vagina. Evidence of stress incontinence and a positive marshall bonney test. Vaginitis and candidiasis. On (B)(6) 2017 - (B)(6) 2017 - partial excision of aris/coloplast, excision of vaginal wall scar tissue, urethrolysis, abdominal rectus fascia autologous graft placement, anterior colporrhaphy, suprapubic tube placement, foley catheter placement, cystoscopy - general anesthesia - ebl 150 ml - excision size: 2.3 x 0.7 x 0.3 cm and 6.6 x 1.1 x 0.5 cm. Intraoperative findings: band of aris/coloplast on right with small amount of sling along left side of urethra (discontinuous), considerable scar/fibrous tissue along anterior vaginal wall all the way to cystocele, seroma in suprapubic area. Granulation tissue noted to the right of the apex. Claimant seen by urology for complaints of pelvic pain, symptoms of incomplete bladder emptying, straining to void, vaginal prolapse, vaginal bleeding, uti, sui and neurogenic bladder disorder. Indentation at midurethra with rotational descent, mild to moderate trabeculations noted. On (B)(6) 2016, dysuria, feeling of incomplete bladder emptying, hesitancy of micturition. On (B)(6) 2016, burning with urination, difficulty getting a urine stream started and difficulty emptying bladder.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4).

Event description:
This MDR is created as a follow-up to record (B)(4), initially reported on product code otn asr exemption # e2014015 for december 2018-january 2019. This MDR is to reflect the additional information to be added to the initial asr report. Additional information reported to coloplast though not verified, indicated mui symptoms, urinary frequency/urgency/nocturia, incomplete bladder emptying, nighttime incontinence, bladder prolapse x 1 year, feels mass in vagina and as though something is coming out, prolapse interferes with urination (difficulty starting stream) and causes dyspareunia aris/coloplast band felt on examination, recurrent sui, grade 1-2 vaginal wall prolapse with considerable descent of urethra and bladder neck into vaginal introitus, bladder outlet obstruction. On (B)(6) 2017 - (B)(6) 2017 - partial excision of aris/coloplast, excision of vaginal wall scar tissue, urethrolysis, abdominal rectus fascia autologous graft placement, anterior colporrhaphy, suprapubic tube placement, foley catheter placement, cystoscopy - general anesthesia - intraoperative findings: traverse band of aris/coloplast on right with small amount of sling along left side of urethra (discontinuous), considerable scar/fibrous tissue along anterior vaginal wall all the way to cystocele, seroma in suprapubic area